Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients who were using implantable neurostimulators (inss). It was reported that the caller was seeing on a website all negative comments. The caller reported there was such complaints as pain from surgery, pain in legs, sciatica pain, loose and also frayed wires. No further complications were reported.